Manufacturer narrative:
¿Prepared at request of counsel.¿ it was reported that when the table was being put into reverse trend, the table stopped moving and froze in place and then allegedly, the table dropped about an inch. The change in the table height caused a retractor to penetrate the diaphragm and go through the right atrium of the patients' heart. Emergency open heart surgery was performed. An investigation is in process and stryker will file a supplemental at the conclusion of the investigation.

Event description:
It was reported that when the table was being put into reverse trend, the table stopped moving and froze in place and then allegedly, the table dropped about an inch. The change in the table height caused a retractor to penetrate the diaphragm and go through the right atrium of the patients' heart. Emergency open heart surgery was performed.

Manufacturer narrative:
In an effort to recreate the reported event, a simulated use test was conducted using a operon d850 table (s/n (B)(4) located in the flower mound facility. The simulated use test was not conducted on the actual table involved in the reported event (s/n (B)(4) as the tables are considered equivalent for the purposes of this test. We were able to show through this testing the exact description (see points 1-3) of the reported event from the surgeon¿s perspective by placing a cart underneath the leg section, moving the table into reverse trendelenburg and subsequently removing the cart from underneath the leg section (points 1-3 are annotated on the attached video): positioning to steep reverse trend in which the table seemed as though it was sliding towards the head 6-12 inch table drop with an associated loud noise head lurched forward in the direction of steep reverse trendenlenberg that would have launched the patient off the table if she wasn't strapped in. Given the fact that the patient is heavily draped and the surgery being performed was a laparoscopic sleeve gastrectomy (less likely that a member of the surgical team would be standing near foot of the table to see or feel that there was something lodged underneath the leg section), this testing confirms that the most likely cause of the sudden table drop was an object lodged underneath the leg section that was subsequently removed (either on its own or by someone in the room).

Event description:
It was reported that when the table was being put into reverse trend, the table stopped moving and froze in place and then allegedly, the table dropped about an inch. The change in the table height caused a retractor to penetrate the diaphragm and go through the right atrium of the patients' heart. Emergency open heart surgery was performed.